Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of blisters and a pain that felt like a 3rd degree burn. The patient did speak with a doctor about the skin irritation and was prescribed medication, however, the patient doesn't remember which medication was prescribed. The doctor's office placed the patch on the patient during the visit. The patient did not take a break in service from wearing the patch when she experienced the skin irritation. The patient did, however, switch from wearing the patch to wearing the lead wire adaptor. The patient does not have a sensitivity or allergy to adhesives.

Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the universal electrode patch. The patient's skin irritation consisted of blisters and a pain that felt like a 3rd degree burn. The patient did speak with a doctor about the skin irritation and was prescribed medication, however, the patient doesn't remember which medication was prescribed. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is for single use and is disposed after use; therefore, it is not likely to be returned. The patient does not have a sensitivity or allergy to adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.